Event description:
Aches and pains, dry mouth, itching, swelling/redness of skin, swollen glands/lymph nodes, swollen joints, fatigue, hair loss, rashes, weight loss, heavy menstrual bleeding, infections, high blood pressure, auto-immune problems and ms. Event date: 7/2/79.